Event description:
Customer reported fluid leaked from the IV tubing. The tubing was primed with normal saline, placed into the pump module and when the infusion of chemotherapy was started, a fluid bubble was noted above the pump at the tubing to upper fitment engagement. The administration set was replaced and the infusion started without incident. No pt or staff harm reported. No additional event info provided.

Manufacturer narrative:
MFR's report date: 12/15/2010. (B)(4). Product evaluated and the customer's report of a leak above the upper fitment was confirmed. The cause of the leak was identified as insufficient solvent at the tubing and upper fitment engagement.